Event description:
During a follow-up interrogation overload messages were seen. It was reported that there was one inappropriate shock and a warning of overload on the last shock. The device was explanted and another manufacturer's device was implanted successfully with the existing leads.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4), 2011.note: it was decided that the isoline lead that was attached to this device and is still implanted with a new device will be reported on an MDR.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
During a follow-up interrogation overload messages were seen. It was reported that there was one inappropriate shock and a warning of overload on the last shock. The device was explanted and another manufacturer's device was implanted successfully with the existing leads.